Manufacturer narrative:
As reported, the hydrosurg plus laparoscopic irrigator had leaked irrigation fluid during the procedure and was making a noise when not active. It is reported that the subject device is being returned for evaluation. However, at this time has not been received. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. However, without having the sample to evaluate, no conclusion can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to report the lot no. And results of the photo evaluation. The subject device was not returned, photos were provided. Depicted in the photo is the bottom of the hydrosurg irrigator with the battery case hole circled. Fluid can be seen and appears to be coming out of the hole in the battery compartment on the bottom of the device. Based on the information provided, a fluid leak presented likely entering the housing and was able to exit through the small hole in the battery case. Based on the photo evaluation, the reported event is confirmed; however, without the sample, the root cause can not be determined. Addendum: this is an addendum to the follow up #1 MDR submitted. This supplemental (follow up #2) MDR is submitted to report the results of device evaluation. The subject product was returned for evaluation. Visual evaluation of the sample finds corrosion on the batteries. Fluid passed beyond the lip seal of the motor mount and down the sides of the motor to the pc board and battery compartment. Cracks and rtv were identified on the motor mount allowing fluid to pass through the motor mount and down the sides of the motor to the pc board and battery compartment. Based on the sample evaluation and investigation performed, the reported event is confirmed and the root cause determined to be manufacturing related. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during a procedure on (B)(6) 2021, the bard/davol hydrosurg plus irrigator leaked irrigation fluid. The issue was noted at the end of the procedure during collection of the equipment. Also reported was that a noise was heard coming from the device during the procedure, when the device was not active. As reported, the device worked/irrigated until the end of the procedure. There was no reported patient injury.

Event description:
As reported, during a procedure on (B)(6) 2021, the bard/davol hydrosurg plus irrigator leaked irrigation fluid. The issue was noted at the end of the procedure during collection of the equipment. Also reported was that a noise was heard coming from the device during the procedure, when the device was not active. As reported, the device worked/irrigated until the end of the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, the hydrosurg plus laparoscopic irrigator had leaked irrigation fluid during the procedure and was making a noise when not active. It is reported that the subject device is being returned for evaluation. However, at this time has not been received. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. However, without having the sample to evaluate, no conclusion can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to report the lot no. And results of the photo evaluation. The subject device was not returned, photos were provided. Depicted in the photo is the bottom of the hydrosurg irrigator with the battery case hole circled. Fluid can be seen and appears to be coming out of the hole in the battery compartment on the bottom of the device. Based on the information provided, a fluid leak presented likely entering the housing and was able to exit through the small hole in the battery case. Based on the photo evaluation, the reported event is confirmed; however, without the sample, the root cause can not be determined. Note: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, the hydrosurg plus laparoscopic irrigator had leaked irrigation fluid during the procedure and was making a noise when not active. It is reported that the subject device is being returned for evaluation. However, at this time has not been received. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. However, without having the sample to evaluate, no conclusion can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. If/when the sample is returned and evaluated and/or additional information is provided, a supplemental MDR will be submitted.

Event description:
As reported, during a procedure on (B)(6) 2021, the bard/davol hydrosurg plus irrigator leaked irrigation fluid. The issue was noted at the end of the procedure during collection of the equipment. Also reported was that a noise was heard coming from the device during the procedure, when the device was not active. As reported, the device worked/irrigated until the end of the procedure. There was no reported patient injury.